Manufacturer narrative:
Visual inspection of the returned articular surface identified that the dovetails were severely compressed with wear marks and gauges seen on the surface of the articular surface. It has also been noted that there are gauges on surface of the device. The visual inspection of the screw found some scratch marks on it and there was not damage seen to the screw threads. Dimensions were found conforming to print specifications where measured. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search revealed no other additional complaint against the related part and lot combination. The nexgen legacy constrained condylar knee surgical technique states to not over or under torque. Under tightening of the screw may allow it to loosen over time. Overtightening may cause the screw to fracture intraoperatively. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return more information.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening of the articular surface locking screw.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.